Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient mentioned the therapy worked for "a few days," but since late august, the patient had soreness in their left leg and hip and the soreness was getting worse and worse. The patient contacted their manufacturer representative (rep) in late august and the rep reprogrammed the patient. The patient said they think the ins in their back had "moved." The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). The rep noted they were not made aware of this event and would have reported if aware. The cause of the reduced therapy effectiveness/worsening of pain is the patient has hip joint that is not indicated nor will be helped with the stimulator, the physician is considering injections for her left hip.